Event description:
Customer's son reported the death of his father. Caller stated that his father was running low in the morning. Customer fell in february 2014 and cracked his skull. Customer was in a hospital/rehab and not using the insulin pump. Customer just recently returned to insulin pump therapy. Customer did not want get up and eat in the middle of the night. Hospital released him and put customer on manual injections. Customer wanted to used the insulin pump; customer could not get the settings correct. The cause of death was low blood glucose. Customer went so low he did not wake up. Caller assumes his father was wearing the insulin pump at the time of death, he is not sure. His father has been waking up with low in 50 range. The last blood glucose reading was 52 mg/dl, per home health nurse. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.